Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. A product development investigation was performed for the subject device. The product was received with a broken threaded distal tip. The distal-most 4.5mm of threaded region was broken off and not returned. The dhs/dcs coupling screw is a component of the dhs/dcs dynamic hip and condylar screw system. The coupling screw is used in conjunction with a dhs/dcs wrench (338.06), centering sleeve (338.19) and guide shaft (338.21) for the insertion of the system¿s lag screws per the technique guide. The top-level drawing for the coupling screw was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device lot was manufactured on july 1, 2011. It is likely that a large off-axis load was applied to the coupling screw which led to the instrument¿s failure at the point where it interfaces with the screw. A definitive root cause was not able to be determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that on an unknown date the coupling screw threads were found to be stripped two thirds of the way during restocking and after sterile processing was completed. The surgeon who had recently used the instrument was contacted. The surgeon stated that he had no knowledge of the event. This event was initially determined to be non-reportable. The subject device was returned to the synthes manufacturer for investigation. During the investigation it was discovered that the distal tip of the instrument was broken off. The event was re-reviewed and determined to be reportable based on the received condition. This report is 1 of 1 for (B)(6).